Event description:
The customer reported an intermittent issue where color bars were on the monitor and it would go black and display a message indicating that connectivity was lost prior to a diagnostic swallow study procedure which was completed using the same device involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.